Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implantation. While implanting the lead, blood was noted under the insulation and pectoral stimulation with pacing was observed. The lead was not used, and a new lead was implanted. The patient was in stable condition.